Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable, and therapy was lost. As a result, surgery occurred in which the ipg was explanted and replaced, which resolved the issue,